Event description:
The customer indicates that the device does not produce audible alerts. No pt involvement.

Manufacturer narrative:
The device has not been received, but is anticipated. Upon receipt and completion of the investigation, a supplemental will be submitted.